Event description:
It was reported that a patient presented in-clinic for a follow up. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and loss of capture and as a resolution the lv lead was replaced on (B)(6) 2024. Patient is stable.